Event description:
A report was received that the patient was experiencing burning and stabbing pain at the ipg site. Database analysis revealed no anomalies. The patient underwent ipg replacement procedure. No device malfunction suspected. It was reported that the revision relieved the burning sensation at the ipg site and patient was doing well postoperatively.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing burning and stabbing pain at the ipg site. Database analysis revealed no anomalies. The patient underwent ipg replacement procedure. No device malfunction suspected. It was reported that the revision relieved the burning sensation at the ipg site and patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance tests performed. The complaint was not verified. The patient's data showed that the maximum temperature during charging cycles was registered as 39.03 °c. The ipg surface temperature while stimulation is active measured 26.9°c. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.